Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, update and to provide the completed investigation results. It was initially reported that the device had been received; however, the device had not been received. Therefore, the actual device return date has been provided. The actual sample was received for evaluation. Visual inspection upon receipt found that the purge line tube had a crack on the section neat the port on the oxygenator module. The support arm was noted to have come off on the purge line port side. The actual sample was built into a circuit with tubes and saline solution was let to flow through it. A leak of the saline solution was noted at the crack on the purge line tube. There was not any other leak noted on the remainders of the device. The state of the device when packed in the unit box was inspected. It was found that the purge line port on the oxygenator module did not come into contact with any part of the cushion materials. The crack on the purge line tube was closely inspected under magnification and electron microscope. It was revealed that the section where the crack had been generated had a trace which implied the tube had been crushed from the both sides. Reproductive testing was performed on a factory-retained purge line tube, and it was pinched with the root part of the blades of forceps. As the result, a crack was generated on the purge line tube. The damage similar to that on the actual sample was duplicated. IFU states: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the purge line tube of the actual sample was subjected to pinching force and a partial portion of the tube was ripped, where a crack was generated, resulting in the reported leak. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter name: unknown. Health professional: unknown. Occupation: unknown the 510(k) - k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that after priming of the capiox fx device, the doctor noticed that the liquid was leaking from the outlet re-circulation connection. The event occurred pre-treatment; therefore, no patient was involved.